Event description:
Boston scientific received information that this device was an attempted implant in this pacemaker dependent patient. The caller observed dropped beats after inserting the chronic right ventricular (rv) lead into the device header. The lead was removed from the device and visual inspection of the device noted blood in the header. The physician flushed the device and lead and performed lead testing with the pacing system analyzer (psa) and the lead checked out fine. The lead was re-inserted into the device, however; a few dropped beats were still observed. Therefore, a new device was connected to the lead and no dropped beats were observed. This replacement device was successfully implanted. The physician suspected there was some interference due to the blood in the header and/or a connection issue with first attempted device. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for testing and this product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header noted that there was a hole in each seal plug which went all the way through each seal plug. No obstructions or foreign material was noted in the lead barrels. Both setscrews operated normally in both directions. Both seal plugs were removed and high power visual inspection of the setscrew hex slots noted that in both the atrial and ventricle hex slots there was a piece of seal plug material. This material was most likely pushed in the hex slots when the holes were created. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The event is consistent with oversensing caused by air bubbles. The holes in the seal plugs provided a way for fluids to enter the header. Escaping air from the header may result in non-cardiac signals that can lead to oversensing. It is unknown when the holes in the seal plugs were induced. This product issue will be updated if additional information is received.